Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient presented to the hospital with shortness of breath, tachycardia, and low blood pressure. The ra lead had perforated the heart wall resulting in a pericardial effusion. A pericardial drain was performed and the lead was extracted. It was noted that while the physician was accessing the pacemaker, the lead was cut. The physician was using cautery. The lead is expected to be returned.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual inspection noted damage/melting to the outer insulation. This damage was likely induced by cautery during the explant procedure. Resistance testing was then completed to assess lead electrical performance. Measurements throughout this test were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.